Manufacturer narrative:
It is unknown if the device was returned for analysis; the customer does not know what happened to the device. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: comp (B)(4). Related to manufacturer report number: 3011649314-2024-00842.

Event description:
A healthcare professional reported that the anchors from two xtra-silent nite slide-link sleep appliances broke.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference:(B)(4).